Event description:
It was reported that, "the surgeon was using the driver rod to insert screw into acetabulum of pt, the head of the driver was broken at the threads in the screw head."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. If device or additional info becomes available, it will be submitted in supplemental report.